Event description:
The facility reports at the completion of the bath, the resident was removed from the tub. The lift was turned away from the tub and lowered completely onto the saf kary. When the caregiver undid the upper seat belt, the lower seat belt slid out of the buckle. The resident fell out of the chair onto the floor, bruising his right shoulder.